Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) the dentist reported that 9 months after two dental implants were installed in intraoral regions #13 and 14 it was verified their non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii. The dentist informed that biomechanical overload occurred.